Event description:
11-18-02 pt reports they went to urgent care in evening after receiving p.t. Pt states they received a burn on their right thigh - 2nd degree. Pt reports they were given cream. Pt returned to urgent care a few days later. The burn became infected. Pt returned to dr. Today stating he debrided the wound and put in stitches. Post operative knee is healing well. Range of motion is normal and strength is fair. Recent wound is stitched and healing. This was pt's initial visit, then pt returned on 11/18/02 for a follow up.